Event description:
Pt presented to hosp with infection after pro disc-c and zero-p implantation, 2008. Pt was treated and released. Pt presented to surgeon with continued infection. Due to infection, surgeon removed the hardware. This is one (1) of two (2) reports on one event.

Manufacturer narrative:
Synthes cannot determine the MFR, the 510k number or the date of MFR, without the lot number or returned device. The investigation could not be completed. No conclusion could be drawn, as no device has been returned.